Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "short dark fiber" was found in a 3 ml bd luer lok" syringe prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
Two boxes were received by bd (B)(4) containing product from a reported batch #7086587 (p/n 309702). A single open tray with 25 loose 3ml syringes without a sample bag with paper loosely taped to cover the tray opening no foreign matter (fm) found. A single open tray with 25 loose 3ml syringes all inside a sample bag. The tray had a brown particulate fm taped to the inside bottom of the tray larger than level 3 in size rejectable condition. This complaint references a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. A CAPA (B)(4) exists to investigate fm on this machine. No further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.